Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device detected noise signals in two sensing vectors that could possibly be related to device seal plug noise seen during initial implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received a single isolated inappropriate shock due to oversensing of noisy signals. It was determined that the cause of the noisy signals was due to sense a setscrew or sealing ring artifacts. It was discussed to re-program the sensing vector to primary to prevent these inappropriate shocks. No adverse events.